Manufacturer narrative:
One hypodermic needle was returned for investigation. Attached to the device was a plastic 0.25ml dose syringe which was not a smiths medical product. A review of the device history record, relevant to the reported lot, found that the cannula component met all acceptance criteria for dimensional characteristics during inspection. Visual inspection, with the unaided eye, found the device cannula visibly bent and not contained by the safety sheath. Functional testing could not be performed due to the condition of the device. Investigation confirmed the bent cannula; however no evidence was found to suggest a manufacturing defect. It was determined that the bend in the cannula was the result of the product application technique. (B)(4).

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that when attempting to engage the safety device on a hypodermic needle, the safety device engaged but the needle bent backwards at the same time and was stuck outside of the safety device. No adverse health outcomes occurred.